Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported telemetry issue. The link electronic module (lem) was reseated. Analysis noted that the stylus was hesitating to follow the cursor on the display screen. The stylus was replaced and calibrated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a telemetry failure during a patient device check. A different programmer was successfully used to complete the device check. The programmer was returned for service. No patient complications have been reported as a result of this event.